Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents in enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found.

Event description:
It was reported that high hv impedance was observed. The physician decided to extract the lead. Impedance issue continued until ICD was replaced as well. Both the lead and the ICD were replaced.